Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02694. It was reported the patient experienced a strong "zapping" sensation. She reported the issue seemed to occur when activating a program but also occurs randomly when stimulation is on. An x-ray showed no evident anomalies with the system. Follow-up indicated electrodes 9-16 produced the shocking sensation in any combination. As a result, the patient has been unable to use the system. The physician is trying to determine the next course of action.